Manufacturer narrative:
UDI related data quality updates only.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations and non-conformance were recorded. According to the product experience report, there was no sample to be returned. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, this complaint could not be confirmed and determining a definite root cause and corrective action is not possible. If the sample is returned at a future date, a follow-up report will be submitted.

Event description:
Customer states in ihc report: ¿PICC line found to have hole in the catheter after placement and had to be removed.¿ from (B)(6) email. This is from (B)(6)/ staff rn: ¿we only had the one incident with the 28g 25cm l-cath, product #384516. It is evn23438212. This catheter had been in for 32 days and broke completely off just proximal to the purple section where the purple section meets the actual catheter. Luckily the rn noticed it quickly and grabbed the end that was in the patient.¿